Event description:
Reference MDR #1219856-2009-00441 for the first event and MDR #1219856-2009-00442 for the second event involving the same pt. It was reported that the indication for use was cardiology emergency. While in the cardiac care unit (ccu) the intra-aortic balloon (iab) was inserted into the sheath and at about the 10th cm, the iab became stuck in the sheath. The iab and the sheath were removed as one unit. The pt passed away due to poor condition.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.